Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the station and checked the logs, where an error was found. The tss performed the steps outlined in the knowledge article manual recovery required data sync invalid upload change tracking value. After completing the procedure, the station synchronized successfully. The tss rechecked the logs and confirmed that no errors were present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, experienced a login issue and was not detected on the bus. The customer attempted troubleshooting by rebooting the device, but the issue persisted, as the device failed to power up and communicate.¿ the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.